Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# v360690, implanted: (B)(6) 2009, product type: lead. (B)(4)

Event description:
The healthcare provider (hcp) reported that the patient said the device was not working. No symptoms reported. The device stopped working in (B)(6) 2013. The patient's relevant medical history includes urinary dysfunction/sacral nerve stim. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) reported that the patient claimed that she had a seizure, which caused the device to stop functioning. Impedance measurements were not taken. The hcp wanted to know if the patient could be scanned because the lead was abandoned. The seizure was in 2013 and the device stopped working in (B)(6) 2013.